Manufacturer narrative:
The events of seroma and cellulitis are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and cellulitis.

Event description:
Healthcare professional reported, "patient developed symptoms of infection. Later noted, to be cellulitis" and "small seroma with cloudy fluid was noted". This record represents the left side. Device remains implanted. Treatment: antibiotics to treat infection.